Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of approximately 18 months. Through follow-up, it was learned that the aortic valve was removed due to an endocarditis and vegetation of the bioprosthesis. Operative findings indicate, " the infected prosthetic valve with vegetation and perivalvular abcess with purulence was extensively debrided. There was a 2 cm in diameter abscess in the mitral aortic intraventricular fibrosa which was debrided and patched"

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Moreover, the subject device was traced to its sterility lot; and the complaint database indicates no other related events reported for all devices processed under the same sterilization lot. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The subject device has not been returned for evaluation. The source/type of infection have not been positively identified. The investigation reveals nothing to indicate a device quality deficiency that may have caused or contributed to this event.